Event description:
According to the reporter, postoperatively, the completely non-absorbable suture was used to suture the wound of the obstetric patient. When it was time to remove the suture, seven days after the operation, it was found that the suture was difficult to remove, resulting in bleeding from the wound during the process.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.